Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the tubing cracked at the hub during patient use. There was no report of patient harm.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
The customer¿s report of cracked hub (femle luer) was confirmed. Visual inspection showed that the female luer had a vertical hair line crack that measured 0.686 inches long. The female luer was inspected under magnification and no stress marks were observed. Functional testing confirmed leaking as fluid flowed through the crack. The cause of the leak was identified as a cracked female luer. The root cause of this failure was the result of multiple contributing factors including manufacturing and the effect of chemical agents on mechanical connections of the luer.